Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), 2020, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 13-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient had incapacitating pain in their low back and neck. The pain felt as if a nerve was exposed. They reported burning and shocking sensations through their spine. An examination revealed one of their leads and migrated completely out of their spine. The patient was advised to complete a repeat trial but the patient declined the leads were removed on (B)(6) 2020 and the trial was ended. Resolved without sequelae (B)(6) 2020.